Event description:
A report was received that the patient went to the emergency room due to implant site being sore and puffy. The patient was prescribed with pain medication and antibiotics. The patient was reportedly doing well.